Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The device will not be returned for analysis as it was discarded by the facility. No further information has been obtained despite good faith efforts.